Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence and developed an infection at the implant site. Subsequently, the patient was treated with IV antibiotics. Device analysis report attached. This report is submitted on march 29, 2024.

Manufacturer narrative:
This report is submitted on dec 22, 2023.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2023 (reason for the explant unknown). It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.